Event description:
The customer contact reported during testing at the user facility, two s233 (overtemperature- psc) malfunction alarm codes were noted in the device history. The device was returned to the biomedical department for an unspecified reason. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility, during testing, a s233 (overtemperature-psc) malfunction alarm codes were noted in the device history. The probable cause of the s233 malfunction alarm code was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.